Event description:
It was alleged by the plaintiff's attorney that the plaintiff experienced emotional distress, unspecified injury and had a problem with the product. No additional information was provided.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. Lawyer-filed report - (B)(4).